Manufacturer narrative:
The complaint was investigated and customer complaint was confirmed. Investigation revealed that customer was likely using sensor glucose values displayed on app as calibration instead of fingerstick measurement from a blood glucose meter. This is not the intended use of the device. H6 result code updated to 114. H6 conclusion code updated to 61.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the user experienced hyperglycemia.